Event description:
While resident was drilling in pt mouth, the drill broke. End of drill was not found in pt's mouth. Throat pack was in place. Xray performed at end of case to look for broken end of drill bit.